Manufacturer narrative:
(B)(4). UDI # - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a tibia fracture trauma procedure utilizing the hex cannulated screwdriver, the tip fractured. No fragments of the driver fell into or were retained by the patient. No patient consequences were reported as a result of the malfunction. Another driver was utilized to complete the procedure. Attempts have been made to obtain additional information however further information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Item is fractured through the hex feature. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.